Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels for two weeks. The insulin pump went into threshold suspend four times within an hour and a half. Customer's blood glucose level was 33 mg/dl. The device was not returned.